Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) for a unrelated problem associated with the patient side manipulator (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The patient side manipulator was returned to intuitive surgical inc., (isi) for evaluation. Failure analysis found the psm failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator failing the weighted brake drop test during failure analysis.